Event description:
It was reported that the ventilator alarmed for test failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for test failure. No device logs, service report or further information has been provided. No part has been replaced and returned to manufacturer for technical investigation. The cause of the reported issue has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).